Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode. The technical support specialist reduced the server memory and performed reimaging/new es device setup to resolve this issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system was in disconnected mode. The customer reported that it did not allow the user to login and no orders were received. The customer stated that the user was unable to get medication to the patient care. There were no adverse events or injuries reported based on this incident.